Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, a left side deflation. Patient later reported, "implant had shifted under the muscle". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a left side deflation. Patient later reported "implant had shifted under the muscle." Healthcare professional later confirmed deflation. Device remains implanted.